Event description:
Please see the user facility medwatch, #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure changed? Patient consequence? Is the device available to be returned for analysis? Is a replacement requested? Surgeon name?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how was the procedure completed? The malfunction of the stapler required converting the patient's procedure from a sleeve procedure to a roux-en-y procedure. Patient consequence? The patient did very well post-op with no issues and no permanent harm except for the modification in her type of bariatric surgery. Is the device available to be returned? Yes. Is a replacement requested? The account called back stating that the patient was discharged on (B)(6) 2014. The reload color was green, unknown at what firing the issue occurred. Again, the device fully cut but did not fully staple on the patient side. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.